Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Analysis revealed the tip was bent. There was blood/body fluid (not obstructed) on the distal conductor. There was blood/body fluid on the outer tubing overlay. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The analyst also noted that the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the left ventricular lead had become dislodged. When the lead was removed to reposition it, it was discovered the end of the lead was bent. The lead deployed correctly on the scrub table, but when the lead was inserted into the vessel, deployment of the lobes caused the lead to torque outside of the vessel three times. The lead was removed and replaced. No patient complications have been reported as a result of this event.